Event description:
The patient underwent revision surgery due to the strut that was used on the taylor spatial framed failed 3 weeks after being put on the pt in the operating room. The indicator pin fell out.